Manufacturer narrative:
A siemens fas (field applications specialist) analyzed the immulite 2000 instrument and instrument data. Analysis of the instrument and instrument data indicated that the cause for the discordant tg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high immulite 2000 tg results were generated on one (1) patient sample. The laboratory repeated the sample several times with varying results. A second sample was run and variability was observed with the fresh sample as well. There was no known report of treatment given or withheld based on the discordant tg results.